Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib and ffb pcb assemblies were evaluated and replaced. The systems interface pcb assembly was also replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.